Manufacturer narrative:
Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). Livanova (B)(4) requested the processor boards back for further investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 system was shutting down suddenly during the post procedure. The customer restarted the device and no further issue occurred. There was no report of patient injury.

Event description:
See initial.

Manufacturer narrative:
Livanova (B)(4) requested the processor boards back for further investigation, but they were not provided until now. The distributor's service engineer performed serial read out's of all involved s5 roller pump memories and sent it to livanova (B)(4) for investigation. Evaluation resulted in no significant messages about software- and hardware issues on the event day. However in all read outs it was possible to determine one shut down (missing of power) of all pumps. The s5-system was checked by the distributor's service engineer without any deviations and returned to service. The exact root cause for the issue could not be determined and remains unknown.